Manufacturer narrative:
The technician replaced the scale/ppm board to repair the bed.

Event description:
Information received indicates the bed exit will alarm locally but does not send a nurse call. Patient was able to leave the bed. No injury. The account has replaced the communication cable but the issue remains.